Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). It was noted the implantable cardioverter defibrillator (ICD) had a sensing issue as t-wave oversensing (twos). The lead was reprogrammed. The lead remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.